Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of applicable information, the following was concluded: the complaint of stuck guidewire was confirmed. The product returned for evaluation was one guidewire and one introducer needle. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. The returned product sample was evaluated and the guidewire was confirmed to be broken which allowed the outer coil wire to become unraveled. Microscopic examination of the fracture sites revealed the following: ¿ shearing of the wire at the break which was indicative of direct contact with a hard-edged instrument (such as an introducer needle) ¿ narrowing of the wire cross-section near the fracture site, which is a characteristic feature of a strong pull on the wire ¿ damage to the inside edge of the introducer needle which can occur if the guidewire is forcefully retracted against the needle, damaging the shape of the sharpened bevel biological material was also seen on the wire which may have contributed to the observed guidewire fracture as retraction of the wire together with the biological material could have caused the pieces to become stuck. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported after an inconspicuous, single puncture under ultrasound control, the guide wire included with the niagara set cannot be advanced through the needle and remains stuck in the needle. When trying to pull back the guide wire, it cannot be removed from the needle, but remains springy and gets long. The puncture is repeated with another puncture needle and another guide wire and the niagara is placed without complications. No wire debris can be detected on the post-puncture chest x-ray. No patient injuries occurred due to the described incident.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported after an inconspicuous, single puncture under ultrasound control, the guide wire included with the niagara set cannot be advanced through the needle and remains stuck in the needle. When trying to pull back the guide wire, it cannot be removed from the needle, but remains springy and gets long. The puncture is repeated with another puncture needle and another guide wire and the niagara is placed without complications. No wire debris can be detected on the post-puncture chest x-ray. No patient injuries occurred due to the described incident.